Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 404 mg/dl. The insulin pump not working not delivering. Customer declined troubleshooting of the high blood glucose. The finger stick blood glucose was 501 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm or any delivery anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot and cracked battery tube threads.